Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic occlusion target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated however it ruptured at 4 atmospheres on the first inflation. The device was exchanged to a 1.5mm x 20mm x 143cm non-bsc balloon catheter. Another 3mm balloon catheter was used for predilation and a stent was deployed. Post dilation was performed and the procedure was completed. No patient complications were reported and the patient¿s status was good.